Manufacturer narrative:
(B)(4). Conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a norwood operation open heart procedure on (B)(6) 2013 and suture was used. The patient developed a wound infection. Within two weeks, there was sternal wound breakdown that required treatment where they opened and packed the wound. The patient received a wound vac as part of treatment and the steel sutures were removed. The surgeon is concerned for an allergy to the product, specifically nickel.

Manufacturer narrative:
It was reported that a patient underwent a norwood operation open heart procedure on (B)(6) 2013 and suture was used. The patient developed a wound infection. Within two weeks, there was sternal wound breakdown that required treatment where they opened, packed, and debrided the wound. The patient received a wound vac as part of treatment and the steel sutures were removed. The patient was treated with a course of antibiotics. The surgeon opines that nutrition,hypoxia and previous infections are all were contributing factors to the wound infection. (B)(4).